Manufacturer narrative:
Coloplast was unsuccessful in securing the explanted prosthesis for evaluation. The sample was only partially removed and not available for investigation; thus, no evaluation could be performed. However, because coloplast's examination may not conclusively confirm or disprove the report of erosion, coloplast accepts the physician's observations of such as the reason for surgical intervention. Device unavailable - not returned.

Event description:
(B)(4). Vaginal erosion of the vaginal "cul de sac" of a patient requiring surgical intervention to achieve partial removal of the tape. The tape was implanted in 2006. During an inspection one year later, the tape supported, but there was no vaginal erosion. In 2009, the patient complained of vaginal discharge. In (B)(6) 2010, the doctor noticed the erosion, the patient underwent surgery in (B)(6) 2010. No infection reported, and no problems occurred during the implantation in 2006 (directed by the same surgeon for removal of the tape).